Event description:
It was reported to philips that the allura xper fd20 was unable to display images and was hot to the touch. A good faith effort (gfe) has been initiated with the customer to obtain further information. No harm to the patient or user was reported. Philips has started an investigation of this complaint.